Event description:
Caller reported that the t: slim x2 pump battery failed to charge despite using the correct tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. The customer will reach out to health care provider for alternate insulin therapy.